Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported issue. To correct the issue, the distributor replaced the sensor interface board (sib), after which they performed flow sensor calibration. The device then passed functional tests and was in working condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). A distributor performed a checkout of the equipment and confirmed the reported issue. To correct the issue, the distributor replaced the sensor interface board (sib), after which they performed flow sensor calibration. The device then passed functional tests and was in working condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).